Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) produced two inappropriate shocks for atrial fibrillation with rapid ventricular response. Capture management determined that the threshold increased and there may have been compromised capture. The patient was given medication for the event. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Event description:
As well, the patient's left ventricular (lv) lead had a threshold increase and had no capture. The lead is still in use.